Event description:
It was reported in the patient's medical records that the patient was involved in a mva with a sudden onset of back and neck pain. The patient was treated conservatively and with physical therapy. Symptoms persisted and the patient eventually underwent a procedure for c5-c6-c7 acdf with allograft and unspecified 45mm medtronic plate and 4.0 x 15mm screws (x6). Diagnosis was spondylosis c5-c6, c6-c7 and herniated disc c6-c7 with radiculopathy. Nine months post-op the patient presented with neck pain and stiffness. X-ray showed both screws broken at c7. A CT scan showed fractured screws at c7 with some subsidence and a non-union at c6-7 with some lucency. C5-6 looked fused. Per the patient's attorney, the patient is undergoing pain management. No revision surgery has taken place at this time.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.